Event description:
Large intensive care patient was receiving physical therapy at bedside administered by physical therapist and occupational therapist. Patient assisted to sit to dangle at side of bed. The bed wheel brakes checked to be engaged and locked. Patient assisted to stand for several seconds and then returned to sitting on side of bed. The exercise was repeated a second time without incident. Upon third repetition, a pop heard when patient returned to sitting, the bed brakes disengaged and bed moved backwards away from patient. Staff members on each side of patient had arm under patient's shoulders and assisted patient to the floor. This resulted in a skin abrasion injury to patient's left buttocks, which was the size of a quarter.======================manufacturer response for patient bed, sizewise (per site reporter).======================advised rental company of concern and bed replaced.